Manufacturer narrative:
Additional event and product details were not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the stent did not open correctly. A wallstent endoprosthesis with unistep plus delivery system was selected for use for recanalization of the superior vena cava. The target lesion was 70% stenosed and had no calcification. During deployment, the extremity of the wallstent endoprosthesis with unistep plus delivery system did not open correctly. The distal portion of the stent only opened up approximately 8mm instead of 18mm. The proximal portion of the stent deployed correctly. A 16mm balloon was selected to post-dilate the distal portion of the stent. However, the stent migrated into the right atrium. The procedure was completed with this device. There were no patient complications as a result of this event.

Manufacturer narrative:
Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information. We haven't received any response yet through our good faith effort. B1 - adverse event/product problem: corrected. B2 - outcomes attrib to adv event: corrected. H1 - type of reportable event: corrected. H6 - patient codes: corrected. H6 - impact codes: corrected. Labeling review: review of the instructions for use (IFU) confirmed that the content was sufficient and did not contribute to the reported event; therefore, no updates are required to the document at the time. Risk review: a risk review performed for the wallstent confirmed that the event is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, the most probable cause for this complaint was adverse event related to patient condition.

Event description:
It was reported that the stent did not open correctly. A wallstent endoprosthesis with unistep plus delivery system was selected for use for recanalization of the superior vena cava. The target lesion was 70% stenosed and had no calcification. During deployment, the extremity of the wallstent endoprosthesis with unistep plus delivery system did not open correctly. The distal portion of the stent only opened up approximately 8mm instead of 18mm. The proximal portion of the stent deployed correctly. A 16mm balloon was selected to post-dilate the distal portion of the stent. However, the stent migrated into the right atrium. The procedure was completed with this device. There were no patient complications as a result of this event. It was further reported that stent is located in the middle superior vena cava and the right atrium. The stent will not be removed. The patient is ok.

Manufacturer narrative:
H6 - patient codes: corrected. H6 - impact codes: corrected. Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information. We haven't received any response yet through our good faith effort. Labeling review: review of the instructions for use (IFU) confirmed that the content was sufficient and did not contribute to the reported event; therefore, no updates are required to the document at the time. Risk review: a risk review performed for the wallstent confirmed that the event is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, the most probable cause for this complaint was adverse event related to patient condition.

Event description:
It was reported that the stent did not open correctly. A wallstent endoprosthesis with unistep plus delivery system was selected for use for recanalization of the superior vena cava. The target lesion was 70% stenosed and had no calcification. During deployment, the extremity of the wallstent endoprosthesis with unistep plus delivery system did not open correctly. The distal portion of the stent only opened up approximately 8mm instead of 18mm. The proximal portion of the stent deployed correctly. A 16mm balloon was selected to post-dilate the distal portion of the stent. However, the stent migrated into the right atrium. The procedure was completed with this device. There were no patient complications as a result of this event. It was further reported that stent is located in the middle superior vena cava and the right atrium. The stent will not be removed. The patient is ok.